Manufacturer narrative:
No product has been returned for evaluation nor were x-rays provided to confirm the event. Potential adverse events and complications "as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include; loss of sensory and/or motor function..." "Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) pain, discomfort or abnormal sensations due to the presence of the device..." No product returned for evaluation.

Event description:
In (B)(6) 2016, a patient underwent posterior spinal fusion at the t9-l3 levels. Reportedly, the patient developed post-operative radiculopathy due to screw loosening at right side of the l3 level. On (B)(6) 2017, a revision procedure was performed to replace the loosened screw and extend the construct to the l5 level. No patient injury was reported.